Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the filament was found on the back surface of the iol after the implantation, which was later removed by irrigation and aspiration, and some could not be completely removed. The doctor suspected that the iol scraped the impurities in the cartridge and brought them in to the capsule. There was no patient harm. No further information available.